Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The patient underwent a per catheter exchange procedure. The target lesion was located in the central vein. A 10.0-40mm, 80cm wanda¿ balloon catheter was advanced to strip off the fibrin sheath formed around the perm catheter. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem , device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the catheter at the proximal end of the proximal balloon bond. No other damage was noted on the catheter of the device. A visual and microscopic examination of the catheter identified no issues that could have contributed to the catheter pinhole. The rate of burst of pressure of the wanda device as per product specification was reviewed. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. The markerbands and tip section of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the 50-60% stenosed target lesion was located in a not very tortuous and non-calcified vein.